Event description:
According to the reporter, pre-operatively, while on the charger, there was a graphic with a handle and a red circle with a line going through it displayed. Another stapler was used to resolve the issue. There was no patient involvement. Medtronic's initial evaluation of the incident found that the powerpack error was noted to be caused by a motor test failure. Analysis of data stored on the handle shows evidence of field programmable gate array (fpga) reset/reprogram failures.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the handle was inserted into an rpa charger running v16 software to charge. After removing the handle from the charger, the handle indicated that it was running v29.6 software. The handle displayed a power handle error. The powerpack error was noted to be caused by a motor test failure. Analysis of data stored on the handle showed evidence of field programmable gate array (fpga) reset/reprogram failures. These failures were noted to be the cause of the motor test failure. It was reported that there was a graphic with a handle and a red circle with a line going through it displayed. The reported issue was confirmed. The most likely cause could not be established from the information available. The root cause of the power handle error can be traced to fpga reset/reprogram failures. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.